Manufacturer narrative:
(B)(4).

Event description:
A sensor pod was returned for evaluation. Based on visual inspection, testing concluded that we are unable to perform an investigation on the sensor cause of failure due to only the sensor pod being returned. The reported event of a detached needle could not be confirmed. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the needle detached from the applicator. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. No product was provided for evaluation. The reported detached needle could not be confirmed. A root cause could not be determined.